Event description:
Clinical information: (B)(4) sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 26, a 27mm epic max valve was implanted in the patient. After the procedure, the patient presented with postoperative dysphonia. An ear, nose, and throat) examination including fibroscopy reveled paresis of the left vocal cord in adduction. It was replated probable involvement of the left recurrent laryngeal nerve related to the surgery. Some medication were given to patient.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.